Event description:
During the conclusion of a heart catheterization the doctor removed the 6fr sheath over a .035 j wire then tried to place an angioseal delivery sheath, but it would not advance past the skin. It was removed and a new one from the same lot was used with no problems at all.